Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is determined to be user related, as the related devices, 2 coils were returned for analysis, and a large amount of blood was noted within the introducer sheath. This indicates that continuous flush was not maintained in the procedure. The dfu states: in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained. (B)(4).

Event description:
Same case as mfg. # 2134265-2010-02660 and 2134265-2010-02659. It was reported that during a coil embolization procedure, two coils protruded from the catheter into the patient. The anatomical region being treated was the renal artery. A vortx-18 diamond coil 5mm/5.5 mm was advanced through the renegade catheter. The coil was stuck in the catheter, and protruded from the distal end of the catheter into the patient 1cm. The coil was removed from the catheter. Another of the same coil was advanced in the same catheter and also was stuck in the catheter and protruded from the distal end of the catheter into the patient 1cm. The coil was removed from the catheter. The procedure was completed with "other coils" and a new renegade catheter. No patient injuries or complications were reported. The patient status is reported as "good."